Event description:
Event description cpi received information that during interrogation of the implantable pulse generator (ipg) of this pacemaker dependent patient, the ipg is exhibiting the elective replacement time (ert) indicator. The ert indicator can be cleared but the ipg 'works always in ssi-mode'. The physician has elected to explant the ipg.